Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of th device history record revealed this lot met all specifications with no anomalies noted.

Event description:
The patient with tfn nail and helical blade construct on (B)(6) 2011. The patient returned to the o.r. On (B)(6) 2012 for removal of hardware. The removal was due to a medial migration, and cut out of implant in femoral head. Surgeon removed the hardware and performed a total hip replacement - arthroplasty. This is 2 of 2 reports for this event.